Event description:
It was reported that while the ventilator was connected to a pt there was a tidal volume issue. The problem could not be corrected and the ventilator was removed from the pt. There was no pt harm. (B)(4). Manufacturer reference #: (B)(4). Please refer MFR report # 8010042-2013-00217.